Event description:
Per the clinic, the patient had thick skin flap and developed an infection around the abutment site. Subsequently, the patient was treated with an oral antibiotics, however, the issue did not resolve. Additional information has been requested but has not been made available as of the date of this report.